Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient developed a rash which scabbed over. It was not an open wound, there was no bleeding or oozing. The patient's physician advised the patient to remove the device until the rash improved. The irritation improved after removing the device.